Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 446 mg/dl at the time of incident. Insulin pump had a blank display and battery cap damage. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will continue to use the device.

Manufacturer narrative:
Pump passes displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and dat at .0873 inches. No blank display noted during testing. Pump was received without original battery cap, unable to confirm alleged battery cap damage. Successfully downloaded history files and traces using thus. The following power alarms/alerts were noted on event date: low battery alert [104] on (B)(6) 2022 at start time 11:19:00.000, replace battery alert [73] on (B)(6) 2022 at start time 20:50:00.000, replace battery now alarm [11] on (B)(6) 2022 at start time 21:21:00.000, and power loss alarm [6] on (B)(6) 2022 at start time 21:32:32.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, and pillowing keypad overlay. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Pump was received without original battery cap, unable to confirm alleged battery cap damage. Unable to confirm alleged high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.